Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the connectors were confirmed to be broken. The display backlight was found to be malfunctioning, due to loose con nection on the main printed circuit board (pcb). An encoder was found to have corrosion. The case was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged output connectors. The epg was returned for service. No patient complications have been reported as a result of this event.